Event description:
Customer's mother reported that the insulin pump returned an error alarm twice during bolus. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed with several bolus units and no alarm was noted for a failed self test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.